Event description:
It was reported that (B)(4) transmission noted non-sustained lead noise due to post-paced t-wave oversensing. Reprogramming was recommended.

Event description:
New information notes that the device was successfully reprogrammed and the patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.